Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending branch of the right coronary artery. After placing a 4.0 guide catheter and guidewire in the lesion, pre-dilatation was performed with a 2.5x20mm balloon. A 2.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 2.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 2.50x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent damage present on several locations with struts lifted from crimped stent position and misaligned. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.